Event description:
In a journal article, a surgeon reported that a (B)(6) pt with marfan syndrome presented with a nonmobile cyst nine months following an uncomplicated lensectomy with iris-sutured intraocular lens (iol). The cyst was translucent and it did not obstruct the pupil. The overlying cornea was clear and dilated fundus examination was unremarkable. The article indicated the pt's bcva was 20/30 and the intraocular pressure (iop) was normal by palpation. Eight months later, the visual acuity was stable, but the cyst had enlarged and still without evidence of secondary complications (there was no elevated iop or obstruction of visual axis). It was noted that the cyst seemed centered around the polypropylene suture used for iol fixation, raising concern for epithelial implantation. Add'l info has been requested.

Manufacturer narrative:
Eval summary - the product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account to properly complete an investigation. Add'l info was requested on (B)(4) 2012 by phone, fax and mail. A completed questionnaire has not been received. Reference: wong rk, salchow dj. Iris cyst after iris-sutured intraocular lens implantation in a child. J aapos 2012; 16: 199-200. (B)(4).